Event description:
It was reported the system shut down without command. There were no reports of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated, the battery was replaced, and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.